Manufacturer narrative:
Other, other text: the returned radical-7 was investigated. All alarm conditions were audible and visual and functioned throughout the duration of testing. The speaker's sound was crisp and clear, and the speaker resistance was within specification.

Event description:
The customer reported the low spo2 alarm limit "does not sound." There was no patient impact or consequence reported.

Event description:
The customer reported the low spo2 alarm limit "does not sound." There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow up report will be submitted. E1. Initial reporter postal code exceeded allowable field length, initial reporter postal code is as follows: (B)(6) h3 other text : product not returned.